Event description:
Pt was being fed through a gastrostomy tube with a feeding pump. Dosages during the date: 200 cc by pump at 110 cc an hr, evening dosages 200 cc at 110 cc an hr, night dosages 500 cc at 80-95 cc an hr. Rptr checked the machine on 1/18/95 and it appeared to work properly. Formula found in bronchial tree and alveoli of the lungs. In rptr's opinion he may have vomited and aspirated and died. The device was in use.